Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead had chronic high threshold. Prior to gen change this morning (B)(6) 2021, upon fluoroscopy, it was noted that the atrial lead had no slack and was pointing straight down. During the procedure, the physician could not remove the lead, thus the lead was capped and replaced. The patient was stable.